Manufacturer narrative:
Evaluation summary: sem analysis of condyle surfaces indicate presence of 3rd body particles which possibly caused pitting on the surface.evaluation - articular surface exhibits wear on condyles with one condyle exhibiting significantly more wear than the other. Device history records indicate manufacture to specification. Scanning electron microscopic examination showed particles, scratches and rough surface morphology. Energy dispersive spectroscopy analysis of particles showed c, o, k, cl, si, mg, and na elemental peaks in the spectrum. Ca, s, and al were also seen in a few particles.

Event description:
It is reported that the device was implanted in 2006. The device was explanted seventeen days later due to an abrasion that had formed 14 days post-op.